Event description:
Pt called office concerned about beeping coming from his implanted ICD. Upon interrogation in the office, same day, error code 1003 was found. It states "voltage is too low for projected remaining capacity." Boston scientific technical services were contacted and engineers estimated guaranteed function for the next seven days, device would need to be changed out within one week. Previously scheduled check on (B)(6) 2018 stated the battery had 5.5 years remaining.